Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the procedure was being performed in the bni-or. The catheter was being placed into the patient's left side subclavian. The guide wire went in smoothly but felt weird upon insertion. When they removed the guide wire it started to unravel and a piece of the core wire separated and did not come out. The patient was taken to interventional radiology and they were able to remove the broken piece of wire with a snare. They do not know if there was a delay in treatment and there was no patient death or additional complications reported.